Event description:
It was reported that the field representative was performing a post-check on this pacemaker, as the patient had just completed radiation therapy. Upon interrogation, they received an warning parameter error message. A limited disk analysis was sent in for the engineers to review, which showed no resets or recorded memory errors. The engineers had recommended re-interrogating 24-hours post radiation and send in the full save to disk. Additional information indicated that the patient was seen four days after radiation completion, however no further analysis was sent in for review. Additional information was requested for this analysis. The pacemaker remains in-service. No adverse patient effects were reported.